Event description:
Patient reported two occasions of being hospitalized due to staph infections at the infusion site. She indicated the first occurrence was in 2006. Her blood glucose level was > 600 mg/dl. Patient stated that the second occurrence was the following month. Her blood glucose level was 450 mg/dl. Patient indicated that she experienced symptoms of nausea, fatigue, and thirst associated with the elevated blood glucose levels. She stated that the infusion site appeared to be red and swollen. She stated that on both occasions she was treated with IV fluids and bolused to address the elevated blood glucose levels. Patient indicated that she was currently taking augmentin for the staph infection. She reported that she planned to see a specialist for the infections one week later. Product will not be returned for evaluation. The patient did not have any product specific information (lot number) for the product she was using at the time the infection occurred.

Manufacturer narrative:
Product not returned for evaluation.